Event description:
According to the reporter: device would not inflate, used another device. Doctor was able to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).